Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was slammed in a door and the touch screen was flickering and became unresponsive. Reportedly, when the screen was turned on, the pump display would flicker green and red light "bars" throughout the screen. The customer was unable to unlock the screen. Customer's blood glucose was 306 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.